Event description:
It was reported that the patient presented with low flow hazard and low speed advisory alarms on (B)(6) 2022. The low flow alarms were not a result of any equipment malfunction. The low speed advisory alarms were a result of a pump set speed changed below the low limit. These alarms occurred during cardioversion of the patient due to the patient's cardiac arrhythmia. A pi event occurred that caused the ventricular assist device (vad) to drop to its low speed setting. The abdominal computerized tomography (CT) scan showed areas of acute/subacute splenic infarct at the interpolar and lower pole regions of the spleen which was not shown on prior imaging on (B)(6) 2021. The patient had persistent atrial fibrillation following intra-operative implantable cardioverter defibrillator lead extraction. Unsuccessful direct current cardioversion (dccv) on postoperative delirium (pod) 3. On pod 12, the patient was taken to electrophysiology for dccv which was also unsuccessful. On (B)(6) 2022, there was a large pericardial effusion adjacent to right ventricular free wall alongside elevated pericardial pressure noted on pod 11 transthoracic echocardiogram. It was noted that the patient was clinically well and the cardiac surgeon decided not to intervene. The chest CT scan on pod 10 revealed moderate left pleural effusion, increased compared to prior imaging, and small right pleural effusion, the patient was noted to be stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low flow event. A specific cause for the reported events as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. A review of the log files captured the pump operating at a fixed speed of 5400 revolutions per minute (rpm), with a low speed limit of 5400 rpm until 06:02:58 when the fixed speed was set below the low speed limit of 5400 rpm to 5200 rpm causing a low speed advisory. The fixed speed remained at 5200 rpm until (B)(6) 2022 at 06:03:34 when it returned to 5400 rpm. The fixed speed remained at 5400 rpm for the duration of the log file, and the low speed limit was reduced to 5000 rpm on (B)(6) 2022 at 09:22:08. At 06:02:08 and 06:02:18 on (B)(6) 2022, a low flow fault flag was triggered when the estimated flow dropped below the low flow threshold of 2.5 lpm, to as low as 2.3 lpm. The fault lasted over 10 seconds and a low flow alarm was triggered. The pump appeared to operate as expected. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains going on the heartmate (hm) 3 left ventricular assist system (lvas) (B)(6). No product is available for investigation the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2022. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists various forms of multi-organ failure, cardiac arrhythmia, thromboembolic events, pericardial fluid collection, and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ also provides information regarding anticoagulation, including the recommended inr values, as well as suggested anticoagulation modifications. The IFU provides information regarding anticoagulation, including the recommended inr values. Heartmate 3 lvas IFU, section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook, section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook cautions patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient underwent a cardioversion. Additional information requested but not provided.